Event description:
Boston scientific received information that during an elective removal of a implantable cardioverter defibrillator (ICD) that the header was separated from the device. It is reported that removal required a lot of force and use of clamps, so it is felt that the tools used separated the header from the device. There was no allegation from the physician that this was a malfunction of the product. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pre-decontamination visual inspection noted a header separation. All seal plugs were intact and all setscrew moved freely. Post- decontamination microscopic visual inspection noted tool marks in the device casing and header surface. A 6942 bidirectional torque wrench was with the device. The torque wrench operated normally and no irregularities found. The device counter and therapy history revealed that the device was able to deliver therapy prior to explant. Final analysis confirmed the reported clinical observation regarding header damage. The damage to the header is consistent with having occurred as a result of the explant procedure. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.